Event description:
Caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Caller used a backup insulin pump, and tandem technical support arranged for a replacement pump to be sent, instructing the caller on how to return the faulty pump.